Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria. A partial recapture was performed and the closure device was redeployed in the laa. Upon redeployment, a pericardial effusion was noted via fluoroscopy imaging. The patient had no hemodynamic changes as a result of this effusion. The procedure was continued and completed with the successful implant of the closure device in the laa of the patient. The effusion resolved on its own without treatment and the patient was discharged. The next morning the patient had a transthoracic echocardiogram and this did not show any effusion. The patient was discharged later that morning.